Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the image quality is poor and the image hesitates or lags.